Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) "rose to approximately" 500 mg/dl with mild ketones. Healthcare provider identified ketones as being dangerous. Manual injections were administered to address bg. Cause of elevate bg was not known. Reportedly, contact discussed event with a healthcare provider.